Manufacturer narrative:
Additional/updated information was added to reflect the device being returned to the manufacturer for evaluation. However, the device issue was not able to be duplicated, so the original complaint issue was not able to be confirmed. Passed bench testing.

Event description:
Dealer states that the chair does not stop completely dealer did try a different joystick and the chair stopped.

Manufacturer narrative:
Should additional information become available a supplemental record will be filed.

Event description:
Dealer states that the chair does not stop completely dealer did try a different joystick and the chair stopped.